Event description:
On (B) (6) 2010, during an attempt to back out and adjust the profile of the screws, the surgeon noticed that two of the three prongs on the nexlink modular polyaxial driver iii tips had sheared off. The surgeon was able to locate one of the metal prong fragments but not the other one. After searching the surgical site without success, the surgeon determined that the second metal fragment had most likely been removed through the suction tube.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.